Manufacturer narrative:
Corrected information was provided in h6 (medical device problem code) as this was impacted product change. B1 (is product problem) was ticked to capture the malfunction codes. B5 (event description) was updated based on the clinical rationale. Hemodynamic instability : the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 was placed via the axillary graft to support the 61-year-old male patient in (B)(6) 2024. The patient had been admitted in with history of prior use of intra-aortic balloon pump, ECMO, inotropes and vasopressors, and vented for respiratory needs. The underlying medical history was not shared. The 5.5 pump was supporting for weeks when they reported the pump was malpositioned and the cannula was directed toward the mitral valve. They repositioned to avoid valve regurgitation. Later in (B)(6) 2025, the event was reported and the patient outcome of death was shared. The patient expired when care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native condition.

Event description:
The complainant reported that the event occurred during the clinical management of the patient and was not associated with any malfunction of the device. The patient had remained on mechanical circulatory support for an extended period and developed various complications during the course of treatment. For this particular report, the clinical team identified the need to reposition the cannula because it was oriented toward the mitral valve. The team unlocked the catheter and advanced it into the intraventricular space to avoid the risk of valvular regurgitation. The user did not report any concerns to local technical support, as the event was attributed to the patient¿s condition and ongoing management rather than to a device issue.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.